Event description:
Caller reported that a malfunction occurred with the pump, leading to the customer's blood glucose level reaching 599 mg/dl. The customer addressed the high blood glucose level by administering a correction bolus via the pump. Although the customer received assistance, it was not due to incapacity from the blood glucose level. Technical support assisted by providing pump reset information, and when the issue recurred, arranged for a pump replacement. Meanwhile, the customer was to use a backup pump for insulin therapy.